Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the peeled coating could not be determined. It is possible that the peeled coating was caused by stress of repeated use, external factors, or handling. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿inspect the control section for any irregularities such as excessive scratching, deformation, and loose parts. Inspect the boot and the insertion section near the boot for any irregularities such as bends, twists, tears, and cracks. Inspect the external surface of the entire insertion section including the bending section and the distal end for any irregularities such as dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, and protruding objects. Holding the control section with one hand, carefully run your other hand back and forth over the entire length of the insertion section. Confirm that no objects hindering transnasal insertion and withdrawal or metallic wire protrude from the insertion section. Also, confirm that the insertion tube is not abnormally rigid.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that the image guide bundles had significant breakages due to physical stress. It was also confirmed that the connecting tube had a dent due to physical stress. Upon further inspection, it was observed that the coating on the image guide coil was peeling off due to deterioration. It was also observed that the bending angle in the up direction did not meet the standard value due to wear of the angle wire. Lastly, scratches were observed on the following unit components due to physical stress caused by a handling problem: control unit, grip, scope cover, angulation lever, up-down plate, camera section and on the battery/ card cover. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the airway mobilescope has a black dot in the field of view. Additionally, it was reported that the insertion tube collapsed. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that the coating of the image guide coil was peeling off which is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.